Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred requiring a pericardiocentesis. Following transseptal and after one rf ablation over 45 seconds in the left ventricle, an ultrasound revealed an effusion which required a pericardiocentesis to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.